Event description:
It was reported that a malfunction occurred with a code displayed as "malf 0". There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with the resetting process, although the customer planned to call back with a charging pad to complete the reset.